Manufacturer narrative:
According to the customer, the pads are less absorbent, wadding or filling separate when channelling the pad, and clump when wet. The design of the pad has changed and are less pliable and do not mold or fit to the body. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, pads are less absorbent, wadding or filling separate when channelling the pad, and clump when wet. The design of the pad has changed and are less pliable and do not mold or fit to the body.